Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels decreased to below 10 mg/dl while wearing the pod less than an hour. According to the patient the pod was giving a hazard alarm. The patient was not at home and did not have another pod, so they gave an injection of insulin and changed their pod once arriving back home. Sometime after changing the pod, the patient lost consciousness and was found by their spouse. The patient was treated with IV (intravenous) dextrose. The patient was released seven hours later. The pod was not worn when seeking medical attention.